Event description:
It was reported that the patient, who was part of a study, was admitted to the hospital with sepsis syndrome related to staph aureus bacteremia. The patient was placed on intravenous antibiotics and found to have an infected device. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.